Event description:
It was reported that the pump battery would not charge due to damaged usb pins, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.